Manufacturer narrative:
The reported 7x25mm biorci ha screw, intended for use in treatment, has been returned for evaluation. Visual assessment of the screw confirmed the reported complaint of breakage. The device was returned in four pieces of varying sizes. Dimensional assessment is prohibitive due to the returned condition of the screw. A review of the clinical details confirmed that no starter or tap was utilized prior to insertion of the screw. Per the device instructions for use ¿ warning: the starter must be utilized with the biorci¿ha screws to minimize screw breakage during insertion¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during a cl reconstruction surgery, the screw broke when screw-in. All pieces were removed with tweezers. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.